Event description:
Device was eri upon interrogation with error message to call technical services. Reset did not clear error message and a ram dump could not be taken. Technical services recommended a device change-out. (B)(6) 2015: we were informed this device was explanted and replaced with another pacemaker. No adverse patient side effects were noted. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. Further inspection of the memory content revealed that the device was operating in a safety backup mode. The analysis revealed that the device switched into the safety backup mode on the 17th of september 2015 as a result of the reset mentioned in the complaint description. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status eri was anticipated. The device was operating in a safety backup mode as a result of the reset mentioned in the complaint description. There is no indication of a device malfunction.